Manufacturer narrative:
E1. The initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that sleeve removal of the tip at the distal end was performed twice, and deployment started, but only the tip did not deploy. Since it was deployed after that, it continued to be deployed as is. However, it was determined that the placement position could not be determined and could not be safely placed because of poor distal deployment despite positioning the tip, so it was removed. There was deployment failure in the distal stent region. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No operation, such as using another device to deploy the stent was performed. The stent was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device was prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid-posterior communicating (ic-pc) artery with a max diameter of 8mm and a 4.2mm neck diameter. The landing zone was 3.8mm distally and 4.6mm proximally.  It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and pru level was the proper value. Postoperative findings related to blood flow imaging showed no issues.